Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The customer returned a skin graft mesher device for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has previously repaired/evaluated the skin graft mesher one time. The last repair was may 27, 2016 where it was reported that device was not ratcheting properly and the handle was replaced. This is not a related issue. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) revealed that handle inner gear was worn. It was also noted that pretest could not be performed due to bent comb. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) which included replacement of the comb, ball detent, shoulder bolt, ratchet gear, gear, sliding pin and spring. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was noted that the handle inner gear was worn. The root cause of the reported event was due to worn inner gear of the handle. The issue was resolved with the replacement of the comb, ball detent, shoulder bolt, ratchet gear, gear, sliding pin and spring. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The skin graft mesher was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the ratchet was working only in one way during surgery. Initial inspection of the returned device noted that pretest could not be performed due to a bent comb. No adverse events were reported as a result of this malfunction.